Manufacturer narrative:
E1: initial reporter address: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. This issue was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the issue was further described as: ¿the tube of the solution bag has leak.¿ h4: the lot was manufactured from november 15, 2022 to november 16, 2022. Three (3) samples were received for evaluation. An unaided visual inspection was performed, and no defects were identified on the reported issue by initial inspection. Functional testing was performed using tap water and a leak was observed only at the spike port bonding area of the three (3) samples. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.